Event description:
It was reported that a patient underwent a ventral hernia repair procedure on (B)(6) 2010 and mesh was used. The patient has experienced continued pain and chronic fatigue. The patient was taken to surgery and had adhesions removed in (B)(6) of 2012. The patient is currently pain free.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.